Event description:
A patient (B)(6) was enrolled in the (B)(6) for stress urinary incontinence. The patient was injected with 2.0 ml of coaptite lots #1014688 on (B)(6) 2009. The patient received a second injection of lot #1015022 occurring through the 6 month visit on (B)(6) 2010. The patient reported a urinary tract infection on (B)(6) 2011, which was confirmed by urinalysis. The patient was treated with macrobid 100 mg bid x 7 days on (B)(6) 2011. The infection resolved on (B)(6) 2011. The physician assessed the event as mild in severity and definitely not device related. On (B)(6) 2011, an additional injection (between the 12 through 18 month visits) was performed using 2.5 ml of lot #1024083. No further adverse events have been reported.

Manufacturer narrative:
(B)(4). Coaptite lot #1014325, exp 07/2012, mfg date 07/2009. Coaptite lot #1014688, exp 08/2012, mfg date 08/2009. Coaptite lot #1024083, exp 02/2014, mfg date 02/2011. At the time of this report the patient's urinary tract infection had resolved. A review of the device history records indicates the reported lots #1014325, 1014688, 1015022 and 1024083 met all specifications prior to release.